Manufacturer narrative:
Additional information received indicated the patient underwent an additional endoscopic procedure for removal of the fractured viabil stent. The device was removed successfully with no harm to the patient.

Event description:
It was reported to gore that a 10mm x 10 cm gore viabil biliary endoprosthesis ((B)(4)) was endoscopically placed on (B)(6) 2014 to treat a stricture of the bile duct. On (B)(6) 2015 the physician chose to endoscopically remove the device. Upon attempted removal it was reported that the stent wire began to unwind and subsequently fractured, leaving approximately 3-4 cm of the device remaining in the common bile duct of the patient. A temporary plastic stent was placed and the patient was reported to be doing well. The remaining portion of the device was successfully removed endoscopically on (B)(6) 2015.

Event description:
It was reported to gore that during endoscopic retrograde cholangiopancreatography (ercp) the physician placed a 10x10 gore® viabil® biliary endoprosthesis into to treat a bile duct stricture. When attempting to remove the viabil the stent broke and started to unwind about 3 cm from the distal end. The physician attempted removal by pulling on the remaining part of the wire. The stent began to unwind and broke again. Approximately 3-4cm still remains in the common bile duct. A plastic stent was placed and the patient is reported to be doing well.

Manufacturer narrative:
Additional information received indicated the patient underwent an additional surgical procedure for removal of the fractured viabil stent. The device was removed successfully with no harm to the patient. Review of manufacturing records verified the lot met pre release specifications prior to release for distribution. The endoprosthesis under investigation was returned to w.l. Gore & associates. The delivery catheter was not returned. The stent graft is partially unraveled, and it appears that the stent wire is broken. The event description states that the stent wire broke during an attempt to remove the viabil. It should be noted that the instructions for use for gore® viabil® biliary endoprosthesis address the potential for the following hazards and adverse events, ¿[c]omplications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm/sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends.